Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) and high pacing impedance measurements greater than 3000 ohms in the right atrial (ra) channel. It was also mentioned that the ra lead associated was fractured. Additionally, it was mentioned that the rv and lv pacing percentages had dropped. Technical services (ts) was contacted and discussed possible reprogramming options. This crt-d remains in service. No adverse patient effects were reported.